Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted several solutions, including using different wall outlets and adapters, but the charging issue was not resolved. Consequently, customer support decided to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy and instructed on the procedure for returning the defective pump.